Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2021-00317, 2916596-2021-00325. It was reported that the vad coordinator (vc) called in regards to support with a controller exchange. It was reported the white lead patient cable was visibly damaged with concern for this worsening once discharged home. When the vc attempted to perform the controller exchange she was unable to compress the red release button to pull the driveline out of the controller. When advised to press the button and attempt to pull the driveline she was able to successfully release the driveline from controller. It was also reported that the driveline connection had "green sludge-like corrosive material around the driveline connection and inside the controller connection." The patient was connected to a brand new off the shelf controller which then was registered a controller fault, only one light visible on green circle, and no data connection with patient monitor. The vc then made the decision to switch to another new controller which was done successfully without complication. The controller was working appropriately with no issues noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller going into backup mode was not confirmed. There was no log file submitted for review. System controller, serial (B)(6) , was not returned. The provided information indicated that this controller was exchanged due a controller fault when connected for the first time. The controller had one led on the pump running lights. There was no communication to the monitor. There were no issues with the new controller the patient was given. There were no pictures or additional documents provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms and backup mode. No further information was provided. The manufacturer is closing the file on this event.